Event description:
It was reported that a patient being treated with continuous renal replacement therapy (crrt) using a prismax control unit, an unspecified prismaflex set and a tego connector (non-baxter) experienced a blood loss. It was reported the return line disconnected from the non-baxter tego connector. The reporter stated that there was no visible "irregularities/damages observed". The amount of blood loss was estimated to 450 ml and 2 units of ¿packed cells¿ (blood transfusion) were administered. Patient outcome was reported as "patient was ok". No additional information is available.

Manufacturer narrative:
D1: the set involved was an unknown prismaflex set. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Use of an additional non-baxter device between the set and blood access device was reported. Per the operator¿s manual: ¿always connect the return line directly to the blood access device. Do not connect additional devices between the return line and the blood access device. The use of additional devices, such as three-way valves, stopcocks, or extension lines, may impair return pressure monitoring. Their use can impede the detection of return disconnections, potentially resulting in severe blood loss. In addition, ¿during priming and operation, observe the system closely for leakage at joints and connections within the set. Leakage can cause blood loss or air embolism. If leakage cannot be stopped by tightening the connections, replace the set'. The cause of the event was determined to be due to a use error of an additional non-baxter device between the set and blood access device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.